Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third-party testing, the device evaluation and the legal manufacturer's final investigation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2023. Sampling from: all channels cfu: <1 cfu bacterial identification: n/a. The device was evaluated where no abnormalities were found that could have led to the positive culture. The following defects were noted: - bending section rubber glue is detached - white bending section rubber glue - insufficient angle - ultrasound transducer - wrinkles on the universal cord - angle play however, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be identified. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The instruction manual of gf-uct180 describes how to reprocess in the following chapters. ·chapter 6 compatible reprocessing methods and chemical agents ·chapter 7 cleaning, disinfection, and sterilization procedures olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device has not yet been returned to olympus for evaluation, therefore the physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing and the microbiological analysis results are pending. The cleaning, disinfection, and sterilization (cds) was performed by the customer, stating that there was no patient infection and that there were no deviations or problems during reprocessing. Precleaning was performed immediately after use on the patient, water was immersed through the instrument / suction channel with a suction pump, the forceps elevator was moved to raise and lower 3 times during the aspiration, the air / water and the balloon channels were flushed with water and air by using a maj-1444 and maj-629. The automated endoscope reprocessor (aer) used was getinge, there were no defects with the aer used, the detergent used was dcl poka-yoke, the disinfectant used was poka-yoke aperlan a and poka-yoke aperlan b, the endoscope was connected with tubes while the endoscope was setting up into the aer, the concentration of the disinfectant was controlled, the water quality used was filtered water, the water filter was replaced periodically in accordance with the instructions for use, the device was dried using typhoon, and the scope was stored in a plasma typhoon. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, during reprocessing, the evis exera ii ultrasound gastrovideoscope tested positive on (B)(6) 2023 for >100 colony forming units (cfus) of pseudomonas aeruginosa, all channels were sampled. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.